Event description:
It was reported the patient was unable to recharge her ipg as recommended due to the charger being stolen. The patient's programmer was also stolen. An sjm representative attempted to use a programmer and charger to provide resolution to no avail. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.